Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the customer's attorney's office: the customer's doctor prescribed the use of an insulin pump with an infusion set. On (B)(6) 2009, the customer allegedly failed to receive the correct doses of insulin to manage his diabetic condition and was hospitalized for weeks. On (B)(6) 2009, the customer again allegedly failed to receive the correct doses of insulin to manage his diabetic condition and had an automobile accident which caused severe injuries to himself and other passengers. These incidents allegedly were a result of improper amounts of insulin. Customer has suffered and will continue to suffer. Nothing further was reported.